Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump dislodged from it's pouch during a procedure. It was stated that pt had visited a chiropractor to treat his shoulder pain in (B)(6) 2010. An x-ray of the pump was taken on (B)(6) 2010; pt was seen three times a week. On (B)(6) 2010, it was stated that "he jumped with all his weight down onto the right side just below the pt's shoulder and waist, twice." Pt was lying on his left side where the pump was implanted. This activity per the reporter dislodged the pump. After this, pt had return of neuropathy pain sporadically; 5 days later, they heard a beep from pump. When pump was checked, there were no logs of alarms. It was hurting the pt for two months; back injury became a lot worse and the pump was not able to relieve the pain as much as before. It was stated that the pt would be having his pump replaced on (B)(6) 2011. It was later reported on (B)(6) 2011 that the pump was replaced on the said date and since then neuropathy pain had stopped, but pump was not helping with new pain on right side. Epidurals and nerve blocks were tried to relieve the pain but did not help. Hcp had recommended pt to visit a neurosurgeon. MRI with contrast was also don, details not provided. Presently pt was at home.